Event description:
It was reported that a malfunction occurred after the caller went into the water. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged.